Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 546 mg/dl. The customer treated with a bolus. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer had issues with their reservoir. The product was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Performed pre-fill reservoir test and found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.